Event description:
It was reported that the customer is having trouble controlling the blood glucose level with the insulin pump. The blood glucose reading is 351 mg/dl. Customer treated with insulin pump. Customer experienced frequent urination, constant thirst and grouchiness. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.